Manufacturer narrative:
Review of the plate indicated that neither anti-a or anti-b were not added to the wells. This could possibly have been caused by air in the lines of the system liquid or foam or bubbles in the vial of anti-a reagent. The galileo operator manual states: inspect all reagents and controls for the presence of foam before placing on the instrument. Do not vigorously agitate blood grouping anti-sera or controls. Shaking will produce foam in the vial that can cause the liquid level detection (lld) feature of the pipetting system to aspirate foam rather than reagent. This will produce incorrect results or an error.

Event description:
Customer reported an abo discrepancy on the galileo. The original sample was a cord blood edta sample that was tested on the galileo and typed as o positive. Another sample was drawn and typed as a positive. The sample was sent to another facility and tested as a positive also.